Event description:
It was reported that: unable to advance 14 fr manta device into manta sheath, used a new device and sheath, still unable to advance manta device, large hematoma formed, tried a 3rd manta device unable to advance manta in to sheath. Cut down lt cfa. Additional information: during an evar procedure, micro puncture was utilized to gain central access in the mid femoral head. Vessel size was >7.5mm with moderate posterior and medial calcium and the left iliac was tortuous. Measured depth for the manta was 6+1=7cm and there was no issues advancing withdrawing the sheaths. Systolic blood pressure was 132/53mmhg and act was 288 prior to closure. Both heparin and protamine were administered during the procedure. Pt was given 2 units of prbcs during the cutdown for blood loss and hypotension, blood pressure was normal after the cutdown at 110/51.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). 3 manta units and 2 sheaths were returned for evaluation. Blood particulates were noted on all the units. Units were decontaminated and inspected. Manta unit 1: lever was not actuated. Manta lumen was kinked. Manta unit 2: lever was not actuated. Manta lumen was kinked. The guidewire lumen at the proximal junction was kinked. Manta unit 3: lever was not actuated. No damages were observed. Sheath 1: lumen was severely damaged and kinked. Sheath 2: button valve was torn. Lumen was severely damaged and kinked. The device lot history record review for lot number mn2301556 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment time. Case details were reviewed. An 81-year-old male patient, (100.698kg, 180cm) presented in the or for an evar procedure. A mid-femoral head-positioned access was gained after multiple attempts utilizing a micro puncture kit. The left common femoral arteriotomy was greater than 7.5mm, with moderate medial and posterior calcification, posterior wall calcification, and tortuosity in the left iliac, with a measured deployment depth of 6.0cm + 1cm. No issues were encountered advancing or withdrawing the 12f procedural sheath. Following the tavr procedure, activated clotting time (act) recorded was 288, heparin and protamine were administered, and a 14f manta device was deployed to the measured depth. During the deployment, the physician experienced resistance while attempting to advance the device into the manta sheath. The device was not able to advance past the sheath due to the patient's difficult anatomy. A large piece of calcium was present at the access site and the patient had a deep tract. The device lever was never activated and was never deployed. It was also noted the angle of access was more of a 75 than a 45 angle. The manta instructions for use posts a warning not to use if there is marked tortuosity of the femoral or iliac artery. Procedure requirements as listed in the IFU state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery; and activated clotting time (act) should be below 250 seconds before closure. Procedure preparations list: confirm via femoral arteriogram: single wall puncture in the common femoral artery; and no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. In step 5: deploy device and seal puncture: hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of the puncture, approximately 45 degrees. The root cause of the delivery of the implant not being effective in creating hemostasis is likely contributed to user error due to poor patient selection and deployment technique. The device was unable to advance past the sheath due to the patient's difficult anatomy and calcification present at the access site and due to the angle of access being more than 75 than the 45 angle as indicated in the IFU. Risk documentation has been reviewed and this is a known risk of the device. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: unable to advance 14 fr manta device into manta sheath, used a new device and sheath, still unable to advance manta device, large hematoma formed, tried a 3rd manta device unable to advance manta in to sheath. Cut down lt cfa. Additional information: during an evar procedure, micro puncture was utilized to gain central access in the mid femoral head. Vessel size was >7.5mm with moderate posterior and medial calcium and the left iliac was tortuous. Measured depth for the manta was 6+1=7cm and there was no issues advancing withdrawing the sheaths. Systolic blood pressure was 132/53mmhg and act was 288 prior to closure. Both heparin and protamine were administered during the procedure. Pt was given 2 units of prbcs during the cutdown for blood loss and hypotension, blood pressure was normal after the cutdown at 110/51. Multiple sticks into artery(4), it was a deep tract, his micropuncture angle was >45 degrees, more like a 75 degree angle. Additional information received on 09feb2024: the devices wouldn't fit into the sheath due to the fact that the pt had difficult anatomy. The bypass tube was not the issue. Associated complaints 3010252479-2024-00032, 3010252479-2024-00028 and 3010252479-2024-00031.